Manufacturer narrative:
The history log showed the pad-pak was first installed successfully on the 22nd january 2015, the device passed a self-test. The device then failed a self-test due to a fault with charging the high voltage capacitors on the 25th january 2015 and remained in fault mode throughout the remainder of the history log. The device failed further self-tests between the 1st - 23rd september 2015. The returned pad-pak was installed and the device failed a self-test, a device service required prompt was given when powering off. A test pad-pak was installed with the same result. The device history and memory logs were again downloaded, the history log shows the device failed a self-test due to a fault while charging the capacitors. The device was disassembled for investigation. The charge control circuitry was scrutinized and indicates the reported fault can be attributed to a component failure. This caused the capacitors to not charge and the device therefore failed the self-tests. The component was replaced during testing and the device performed to specification. The device passed the pad 350p final test on the 16th september 2014 and passed the initial self-test on installation by the user on the 22nd january 2015. This indicates the failure occurred after this date.

Event description:
There was no patient involved in this event. The pad unit has device service required message.